Event description:
Initial report via hospital that the anesthesiologist present in the case observed that the pt experience atrial fluttering while aquamantys device was being utilized. Add¿l info was received by the account mgr present for the case that the pt was undergoing hip replacement surgery the aqm 6.0 device was activated and the anesthesiologist noted that on the pt¿s monitor it appeared as though the pt was experiencing atrial fluttering.

Manufacturer narrative:
Device not returned to the MFR, seeking add¿l info from the hospital to conduct analysis of event.